Event description:
Head disassembled from body of the screw during insertion. The head was recovered and the shaft was left in patient.

Manufacturer narrative:
Investigation in progress but not yet complete.